Event description:
Procedure was performed in another country, a carotid stenting: angiography was performed approx 3 weeks ago, selective intervention with planned stent replacement 05/08/07. Femoral approach, guide wire, guiding catheter was used to reach the target stenting zone. Filter could not cross the lesion. Second try with another filter wire was not able to cross stenosis as well due to tight lesion. Stent placement with protege rx 7-20 was performed without protection and successfully implanted. During retrieval of stent catheter physician felt smooth resistance, forced catheter approx 1 cm inside the deployed stent and pulled the stent delivery catheter back without any friction or problems. Right after removal a control angiography showed the turn off tip of the stent delivery catheter located on the guidewire. After several attempts physician was able to catch the tip with a microsnare and removed the tip completely. Pt has been monitored over night, received anti coagulation therapy with heparin, ass and could leave the hosp without any complications next day.